Event description:
It was reported that the right ventricular (rv) lead exhibited an apparent fracture. It was not possible to extract the rv lead, and subsequently the decision was made to explanted and replace the device and reprogram the lead. The day after implant, the rv lead exhibited out of range impedances, triggering a carealert. The lead impedance alert will be programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable defibrillator - 2011-(B)(6), 4076 implantable pacing lead - 2005-(B)(6). (B)(4).